Event description:
It was reported that the insulin pump alarmed button error and had an intermittently responsive keypad. The blood glucose reading was 102 mg/dl. The customer stated that it was very difficult to garner any response from the up arrow button. No significant events leading to the alarm were observed. She reported that the keypad issues had been ongoing for the past 6 months. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches and cracks on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.